Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Tia is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. It was reported from the site that the patient presents on (B)(6) 2016 to emergency room with altered speech. The onset occurred at 5:30p on (B)(6) 2016. At that time the patient had left side facial droop with slurred speech which lasted an hour. Currently patient is at his baseline speech and mental status. Neuro consult was that the patient reports he began having spells that were precipitated by changing positions, especially standing, wherein he developed slurred speech, left facial weakness, and weakness of the left upper extremity. This occurred 3 times, on (B)(6) and twice on (B)(6). The symptoms resolve when he sits or lies down. Neurologist impression the cause of patient's symptoms is most consistent with hypoperfusion across atherosclerotic vessels within the right vertebral artery and aortic origins in the setting of low blood pressure and severe anemia, a very small stroke is not entirely excluded which, when hypoperfusion , may become symptomatic , but this is not necessary to explain his current events. Cannot exclude the potential to complete a stroke though patient appears to be improving, patient was diagnosed with a transient ischemic attack (tia). Patient was discharged on 06/18/2016. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient presents on (B)(6) 2016 to ER with altered speech. The onset occurred at 5:30p (B)(6) 2016. At that time pt. Had left side facial droop with slurred speech which lasted an hour. Effect on patient: currently pt. Is at his baseline speech and mental status. CT of head on (B)(6) 2016 no acute intracranial abnormality. Inr 1.89 on admit. Neuro consult -pt. Reports he began having spells that were precipitated by changing positions, especially standing, wherein he developed slurred speech, left facial weakness, and weakness of the left upper extremity. This occurred 3 times (B)(6) and twice (B)(6). Actions performed comments: the symptoms resolve when he sits or lies down. Neurologist impression the cause of pt's symptoms is most consistent with hypoperfusion across atherosclerotic vessels within the right vertebral artery and aortic origins in the setting of low bp and severe anemia a very small stroke is not entirely excluded which, when hypoperfused , may become symptomatic , but this is not necessary to explain his current events. Cannot exclude the potential to complete a stroke though pt. Appears to be improving.